Event description:
A medtronic representative reported a vertek arm that no longer locks securely. No patient was present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Medtronic investigation finds this is a down revision part and is well worn with nicks and scratches overall. When tightened down the handle binds as it gets tighter not allowing the ends to fully lock down. Rust is visible at the handle joint. Mechanical malfunction directly caused this event.